Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unknown readings issue was reported with use of the abbott diabetes care (adc) device. The customer received an unspecified sensor scan result, and it is unknown whether the customer noted a trend arrow on the device. The customer experienced dizziness and had contact with a healthcare professional (hcp) who recommended the customer to visit a hospital. The customer was reported to receive a treatment; however, treatment details and diagnosis were not specified. There was no report of death or permanent impairment associated with this event.